Event description:
It was reported the display screen was malfunctioning. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the user was unable to select anything from the screen, the select arrow would not correspond with the stylus. After replacing the bezel overlay and calibrating the stylus, the display and stylus are now functioning correctly.